Event description:
Corflow ng [nasogastric] tubing with guidewire stylets left post ng placement. Procedure is to place the tube using the guidewire, send patients to x-ray to confirm placement, then remove stylet before using the tube. The tube was utilized for feedings/meds for several days before realizing the guidewire remained. Because the stylet and the ports are the same color, nursing was not alerted to the fact that the stylet had not been removed post imaging. Design flaw